Event description:
Reporter indicated that a vns pt was having increased seizures and increased seizure intensity which was treated by replacing the vns generator. The generator was believed to be "losing effectiveness" per the reporter. A battery life yielded approx 2.7 - 3.5 yrs of life span for the generator at moderate settings and a 10% duty cycle. Attempts for return of the explanted generator are in progress.

Manufacturer narrative:
Device failure is not suspected as the generator was likely at end of service, due to length of implant (4.5 years).